Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2023 product type catheter product ID 8780 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-oct-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain use. It was reported that the pump was explanted. After confirming with registration, it was established that the catheter was removed on (B)(6) 2023 with the pump. No allegation was noted against the pump. Additional information was provided from a healthcare provider (hcp) indicated that the patient was admitted after a fall. His cerebrospinal fluid was tested and found to have bacteria in the cerebrospinal fluid with concern for an infected pump, reservoir, catheter. After a proper and correct timeout, they began the procedure with local infusion of marcaine overlying the pump, which had the pump tight thinning of its skin. Once the anchor was freed from the fascia, the physician placed a purse-string suture around the catheter, the catheter was removed intact in its entirety. He had a pump re-fill and changed the med about two months ago. He also has been losing significant weight for months.